Manufacturer narrative:
Information received through medwatch form # (B)(4). The patient's previous onset of infection was reported under MFR # 2916596-2020-03023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to a worsening chronic pseudomonas driveline infection. Surgical incision and drainage was required. Cultures grew pseudomonas aeruginosa isolate sensitive to zosyn. The patient's status for heart transplant was upgraded to a 3. The patient was discharged with a vacuum-assisted closure (vac) dressing. The pseudomonas was double covered with oral ciprofloxacin (cipro) and piperacillin-tazobactam (zosyn).

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information received through medwatch form # (B)(4). The patient's previous onset of infection was reported under MFR # 2916596-2020-03023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to a worsening chronic pseudomonas driveline infection. Surgical incision and drainage was required. Cultures grew pseudomonas aeruginosa isolate sensitive to zosyn. The patient's status for heart transplant was upgraded to a 3. The patient was discharged with a vacuum-assisted closure (vac) dressing. The pseudomonas was double covered with oral ciprofloxacin (cipro) and piperacillin-tazobactam (zosyn).